Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 79-year-old female patient, a pop was heard from the eletrode pads after delivering a shock. After removing the electrode pads second degree burns were found on the patient's chest. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
No electrodes, devices, clinical logs, nor any photos of the burn were provided to zoll medical corporation for evaluation. The actual pro-padz radiolucent solid gel electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 2724 were investigated. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event and concluded that the samples were assembled according to specification. During defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. Based on the information provided in the complaint description, there are no specific details about whether skin preparation was done before applying electrodes. Increased impedance can be attributed to insufficient skin preparation. The instructions for use (IFU) for the pro-padz electrodes (aw-r1345-112) provide instructions for proper skin preparation as well as warning that excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. The IFU also warns that poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. No trend has been identified associated with similar reports.